Event description:
It was reported that the patient presented with lower back and right leg pain. Standing x-rays of the lumbar spine were interpreted to indicate 'some mild degenerative changes.' An MRI study was interpreted to indicate 'moderate-sized disc protrusions at l4-5 and l5-s1. There is definite degenerative disc disease at these levels. There is also minimal disc bulging above this level as well.' The patient was diagnosed with discogenic lower back pain with annular tears l4-5, l5-s1. The patient underwent a posterior lumbar decompression and fusion l4-s1 using rhbmp-2/acs and zimmer hardware. No complications were noted. Post-operatively, x-rays of the lumbar spine were interpreted to indicate satisfactory position of all screws. At 56 days post-op, the patient presented for follow up. The patient reported continued pain, and that her right leg gave out. Per the physician's notes, 'seems that whenever she is in pain, her fiancée takes her to the emergency room' she has been to the hospital emergency room three separate times' physical exam today reveals she is clearly over medicated. Very groggy and lethargic. Some exaggerated behaviors with straight leg raise testing involving the right lower extremity. No neurologic deficits. 'Reassured her that she did not injure her spine since her fall. She will eventually need to detox since she is physically dependent and tolerant to the medication.' X-rays of the lumbar spine were interpreted to indicate 'no evidence of fracture or instability patterns.' At 98 days post-op, the patient presented for follow up. Per the physician's notes, 'normal neurologic examination. Still very groggy -appearing with her speech.' It was recommended that the patient start physical therapy. At 336 days post-op, the patient presented for follow up with pain in her lower back and right leg. Per the physician's notes, 'CT scan demonstrating a pedicle screw that broached the medial wall of the pedicle on the left side at l4. She states she can feel the screw. I reassured her that she cannot. She states there is a pinch in the left side of her lower back. Physical exam today reveals she is tender overlying the lower lumbar area about l5-s1 on the left side. This is around the sacroiliac joint region. States that this is the painful area. I palpated where the l4 screw would be on the left side and she has no pain at all.' X-rays of the lumbar spine were interpreted to indicate 'satisfactory placement of all screws.' At 931 days post-op, the patient presented with lower back pain. X-rays were interpreted to indicate 'normal alignment of her spine. She has had solid fusion of l5-s1. She does have fractured pedicle screws at s1 bilaterally.' Reportedly, the patient has developed ectopic bone growth, bladder problems, mucous buildup, and constant pain since the surgery using rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient presented for post-op follow up. Per the physician's, notes, the "patient complained of some left leg pain where preoperatively she had right leg pain. X-rays of the lumbar spine demonstrated satisfactory position of all screws."